Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Three separate lot numbers were reported for this incident. The information for each lot # is as follows: medical device lot #: 7059902, medical device expiration date: 2/28/2022, device manufacture date: 2/28/2017. Medical device lot #: 7030728, medical device expiration date: 1/31/2022, device manufacture date: 1/30/2017. Medical device lot #: 7001754, medical device expiration date: 12/31/2021, device manufacture date: 1/1/2017. (B)(4).

Event description:
It was reported that before use, there was foreign matter and scale mismarking on the bd 10 ml syringe luer-lok" tip. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: bd received four samples and four photos from the customer facility for investigation. The samples and photos were evaluated and the customers indicated failure mode for foreign matter and scale mismarking with the incident lot was observed. Additionally, a review of the device history record revealed no issues were identified. Lot # 7030728 - the syringe was found to have light/missing print over the entire print area. The print was also rolled not in the correct position. The print condition observed is rejectable at bd (B)(4). Lot # 7001754 - the syringe was found to have a light brown piece of foreign matter embedded in the barrel wall. The fm is most likely degraded plastic due to extended exposure to heat in the molding process. It is level 2 in size which is considered to be a cosmetic defect and an acceptable condition at bd (B)(4). It poses no risk to customer. Lot # 7059902 - the two syringes were found to have black spots on the barrel flange (barrel mold c 201 cavity 34). The black spot is referred to as burnt flange. Burnt flange is plastic exposed to excessive heat during the molding process. This excessive heat discolors the plastic part. The defect is cosmetic and poses no risk to customer, however the extent of the defect is considered rejectable. Conclusion: bd was able to duplicate or confirm the customers indicated failure mode. Root causes include: print issue was likely due to a temporary error in the printing process. Degraded plastic was due to extended exposure to heat during the molding process, such as during startup.